Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No battery out limit alarm noted. No frozen screen. The device had intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device had a minor scratched display window, cracked case display window corner, cracked battery tube thread, cracked reservoir tube lip, and a cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.